Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: leak / revision.

Event description:
Healthcare professional reported the reason for removal is noted as left side ¿leak/revision¿. Device has been explanted and replaced.